Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 216-217 mg/dl. Reportedly, the cartridge was changed to address the issue.

Manufacturer narrative:
Device not returned.